Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with injection pen. The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 450 mg/dl. The customer stated an alarm occurred prior to the constant tone. Customer stated alarm did clear successfully by pressing esc/act. The customer was unable to perform self-test because the test failed. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a frozen screen during count up and a constant tone. The problem was isolated to the mother board. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.